Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that the patient went to increase stimulation and said the therapy was turned off. Support link assisted the patient in turning the therapy back on and increasing stimulation to 2.1 volts on program 3 where the patient can comfortably feel stimulation. The patient said she has an urge to urinate but nothing comes out, and that feeling is uncomfortable. Patient feels the symptoms are worse then what they were before the procedure. No further complications were reported.